Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a membrane test failure.

Manufacturer narrative:
Getinge field service engineer (fse) during the pneumatic module leak test the leak differential failed. Tested it with a known good safety disk and the test still failed. Replaced the fill manifold assembly and retested with original safety disk and the test failed again. Installed known good safety disk and retested and test passed. Safety disk should be replaced next pm. Pm will be attached. Performed pm unit passed all functional safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.